Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2020. On (B)(6) 2020, the patient stated that he was asleep and went into a diabetic coma. Paramedics were called by someone in the household. The patient was admitted to the hospital for 2 days and treated with a sliding scale of insulin dosing. The bg was 50 mmol/l but the cgm reading was 10 mmol/l. He stated that he recalls very little of the event, so it is unknown when these values were taken. At the time of the report he was feeling fine. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.